Manufacturer narrative:
(B)(4). A customer sent in 2 units. One of the sets was connected to a syringe that contained saline solution. In companion with the samples an additional activated valve (stand alone) connected to a syringe was received. During visual inspection, no defects were observed. The units were tested using the clear passage test at 8psi and the units', including the stand alone sample, results were satisfactory. The 2 sets were evaluated for functional test and results were also satisfactory. The reported condition was not confirmed. The cause of this reported condition remains unidentified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Event description:
The customer reported to baxter product surveillance of a no flow that occurred during priming with a clearlink set while using saline. There was no patient injury or medical intervention necessary. No additional information is available.